Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. The first cylinder outer tube was detached form the proximal end consistent with sharp instrument damage. The fabric threads were wrinkled, and the kink resistant tubing (krt) was worn to the filament. In addition, small leaks were found in the proximal end of the cylinder consistent with sharp instrument damage, and a bulge was found in the proximal end when inflating the cylinder with a syringe. The second cylinder had wear at a fold in the middle. The second cylinder krt was worn to the filament; however, it did pass leak testing. All rear tip extenders passed visual inspection as no visual damages nor abnormalities were found. The pump was visually inspected and underwent leak and functional testing. The pump krt was worn to the filament. The pump passed leak testing; however, it did not pass activation tests. Analysis could not confirm the reported clinical observations as the cylinder rupture is consistent with sharp instrument damage; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited a rupture in the outer layer of the right cylinder. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited a rupture in the outer layer of the right cylinder. A revision surgery was performed to explant and replace the device. No patient complications were reported.